Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed oversensing noise and a lead fracture is suspected. The lead was extr acted and replaced. No patient complications have been reported as a result of this event.